Event description:
It was reported that a patient didn¿t think his implantable neurostimulator (ins) was charging. It was reported that he was charging his ins for 2 hours last night and the ins battery level did not increment. It was reported that the patient usually felt and increase in stimulation sensation when he was recharging but he didn¿t feel this sensation last night. It was stated that the patient was able to get the normal ins charging screen and thought he got all 8 coupling boxes. It was noted that the patient usually charged his ins every 1 to 2 weeks.

Manufacturer narrative:
Concomitant: product ID 3777-45, .serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 3777-45, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. (B)(4).